Event description:
During a laparoscopic appendectomy, the device fired malformed staples, which caused minor bleeding. The procedure was completed laparoscopically. There was no adverse consequence to the pt.